Manufacturer narrative:
Correction - h6 (device code) the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the definitive root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the patient presented during primary procedure. During the procedure the central screw of the perform reverse glenosphere was engaged with the baseplate and the surgeon was continuing to tighten the screw to ensure fixation. Upon turning the driver the last time the end of the screwdriver snapped off within the screw head of the glenosphere. Several attempts were used by the surgeon to retrieve the end of the screwdriver that was lodged into the glenosphere. All attempts were unsuccessful. During these attempts, a dental pick and osteotome tips were also broken within the glenosphere central screw/baseplate junction. Ultimately the surgeon was unable to retrieve any of these pieces. X-ray was performed and the surgeon was unable to see these pieces within the shoulder. Surgeon was happy to continue with surgery and the procedure was completed with no further adverse effects. There was a surgical delay of 30 minutes. The surgery was completed successfully following the incident.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient presented during primary procedure. During the procedure the central screw of the perform reverse glenosphere was engaged with the baseplate and the surgeon was continuing to tighten the screw to ensure fixation. Upon turning the driver the last time the end of the screwdriver snapped off within the screw head of the glenosphere. Several attempts were used by the surgeon to retrieve the end of the screwdriver that was lodged into the glenosphere. All attempts were unsuccessful. During these attempts, a dental pick and osteotome tips were also broken within the glenosphere central screw/baseplate junction. Ultimately the surgeon was unable to retrieve any of these pieces. X-ray was performed and the surgeon was unable to see these pieces within the shoulder. Surgeon was happy to continue with surgery and the procedure was completed with no further adverse effects. There was a surgical delay of 30 minutes. The surgery was completed successfully following the incident.